Manufacturer narrative:
Samples received: 2 unopened racepacks. Analysis and results: there are no previous complaints of this batch. We manufactured and distributed in the market (B)(4) units of this batch. There are no units in our stock. We have received two closed samples for analysis. We have checked these two closed samples received and both already have the needle detached from the thread. Final conclusion: taking into account that the samples received do not fulfil the specifications of the b. Braun surgical specifications, we conclude that the complaint is justified. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going h3 other text : device not returned

Event description:
Country of complaint: egypt. It was reported that the needle detachment. All medwatch submissions related to this report are: 3003639970-2017-00462. 3003639970-2017-00463.